Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons. The up button is always active. Due to an external mechanical influence, the snap dome of the up button is pressed through.

Event description:
Reporter stated the up and down buttons on the infusion device do not function and the protective rubber is defective. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).